Manufacturer narrative:
Concomitant medical products: 5076-58 lead implanted: (B)(6) 2001, 5076-52 lead implanted: (B)(6) 2011, dtba1d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was rising threshold on the left ventricular (lv) lead. The device was reprogrammed and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.